Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue appeared again.